Event description:
During a laparoscopic colorectal procedure, commenced using hand activated 5mm shears. All tested well. After using shears for a period of time, shears faulted and generator showed error code 5. Procedure was delayed while the shears were changed twice and generators were changed, otherwise there was no other adverse outcome. Handpiece was tested with test tip, and shear was retested. Error code persisted. Generator, handpiece and shear changed. Commenced using new 5mm shear, same event occurred again with new equipment. Representative attended hospital and tested both generators and handpieces, with no error occurring. Shears were decontaminated and tested, with errors occurring.